Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was vomiting due to not having insulin. The customer's mother stated that prior to the event, the customer's had been getting button error alarms. It was advised to the customer's mother to have the customer taken to the hospital and treated. Nothing further was reported.